Event description:
It was reported that the pump experienced a malfunction. There was no reported impact to the customer's blood glucose level. The customer was informed about the malfunction reset procedure and acknowledged repeated issues with the pump. Customer support decided to replace the pump, and the customer will use multiple daily injections as backup therapy. The customer will receive a new pump with updated software and was advised on storage mode and return procedures. The customer was also instructed to program pump settings and connect their continuous glucose monitor to the replacement pump.